Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. A cartridge change was performed resolving the issue. Reportedly, customer wore the pump in the pocket. Customer's blood glucose level was 162 mg/dl.